Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ luer-lok¿ syringes foreign matter was found in the fluid pathway. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: content inside syringe - 4.

Event description:
It was reported while using bd plastipak¿ luer-lok¿ syringes foreign matter was found in the fluid pathway. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: content inside syringe - 4.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-mar-2023. H6: investigation summary: six 3ml syringe samples and nine photos received by our quality team for investigation. Upon visual evaluation of the photos, syringes are displayed, no defects or issues can be observed. Physical samples were evaluated, presence of lubricant. No loose foreign matter or embedded particles observed within the fluid path of the syringes. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Fourier transform infrared spectroscopy was performed to further analyze the presence of lubricant described as foreign matter by the customer, liquid is identified as silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Quantification of silicone performed meet specification.